Manufacturer narrative:
The reported event was duplicated through the device inspection. It was observed that the tip of the pointer was bent. Based on the event, rough handling is the most likely cause of the reported event.

Event description:
It was reported that during set-up for an endonasal procedure conducted at the user facility the accuracy was off approximately 4.5 mm. The procedure was completed successfully without a delay, adverse consequences or medical intervention.

Event description:
It was reported that during set-up for an endonasal procedure conducted at the user facility the accuracy was off approximately 4.5 mm. The procedure was completed successfully without a delay, adverse consequences or medical intervention.